Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began (B)(6) 2022. It was reported that the patient stated "ouch" while on the call. They also mentioned pain on their left side yesterday, but this was now gone. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was reportedly resolved at the time of the report. No surgical intervention occurred. There were no device issues or further patient complications reported at this time. Additional information was received from the patient. They reported that they had "not gone to the bathroom at all. They had the urge, but nothing happens." The following day, they reported they were experiencing diarrhea at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.